Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the blood glucose meter changed the insulin sensitivity factor on its own without the patient changing it. The change in the insulin sensitivity resulted in inaccurate delivery of insulin to the patient which resulted in low blood glucose. Patient faced a blood glucose of 2.4 mmol/l. She felt unwell and nauseous. Patient was hospitalized for 3 days and was given glucose drip and food. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.